Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Oversensing of noise was observed on the atrial channel. The lead switched to the unipolar pacing and sensing configuration due to the out-of-range impedances. Additionally, the atrial automatic threshold suspended the output to 5v following the lead polarity switch. Sensing was appropriate on the presenting electrogram in the remote monitoring system. An email was sent to the clinic recommending seeing the patient in the clinic to evaluate the ra lead. No adverse patient effects were reported. The lead remains implanted and in service. It was later reported that the patient was no longer being seen by this clinic for follow ups. At this time, it was not known where the patient and device were being followed, so no additional information was available.